Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterolateral lumbar fusion at l4-l5 and l5-s1 using rhbmp-2/acs. It w as reported that in (B)(6) 2013, the patient was diagnosed with bony overgrowth at l5-s1. Reportedly, a CT-scan also revealed the formation of a cyst near the cage, which had become displaced. As a result, patient has required extensive medical treatment.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, rhbmp-2 and an vertebral body replacement cobination was used in the surgery on (B)(6) 2010. The vertebral cages were packed with rhbmp-2 and placed into multiple levels of the patient's spine. The patient suffered from severe injuries and damages, including severe pain, great emotional distress and mental anguish. The patient continues to suffer from daily, disabling pain that prevents her from performing her many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.